Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported several months after injection with unspecified juvederm volbella in the lips and unspecified juvederm voluma in the cheeks pt contracted unrelated tonsillitis and was treated with "endone and high does penicillin." Pt had a "reaction from penicillin" in the areas previously injected with juvederm voluma and juvederm volbella which included "a lot of heat in the areas." " difficulties swallowing or breathing" were observed. Pt symptoms started subsiding when the penicillin ceased. Prednisone and phenergan were prescribed to the pt as treatment. Symptoms are resolving.